Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Upon the ccc specialist's instructions, the customer trimmed the tubing on the output tubing of the sample probe cleaner pump head, replaced and adjusted the pump limit sensor and ran system check, after which the issue resolved. The cause of the sample probe cleaner leaking in the reagent 1 metering sensor is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Smoke was emitted from the dimension exl with lm instrument when the sample probe cleaner leaked on the reagent 1 metering sensor. There are no reports of damage to property, medical intervention, or adverse health consequence.